Event description:
It was reported to philips that the device experienced a failure. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the device experienced a defibrillation failure. There was no patient involvement. The filed service engineer (fse) evaluated the device and found that it needed a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.